Manufacturer narrative:
The device, intended to be used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could contribute to the reported event such as not having sufficient saline in order to facilitate the formation of plasma, inadequate suction, or the wand or foot control connector becoming disconnected from the controller display. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the wand was not activated. The surgeon canceled to use quantum2 and the procedure was performed by another system. No delay and no injury was reported.